Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Additionally, it was reported that the time and date on the pump were incorrect. Customer corrected the pump time and date to resolve the issue. Customer's blood glucose level was 130 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.